Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that when the power is turned on with the vent plate capped, uhi-4 recognizes the minute space from the conduit to the vent plate as the measured pressure value. As a result, it is thought that the measured pressure gradually increased due to the heat of operation when the product is left with the power turned on, causing an overpressure alarm to occur when the pressure exceeds the set pressure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Uhi-4 instruction manual gt7589 17th edition page 114 describes the specifications for the over-pressure alarm as follows: "if the cavity pressure exceeds the set pressure 5mmhg, (1) a warning sound is issued, and the overpressure caution light is turned on. (2) when the condition of (1) continues for more than 10 seconds, the suction is performed. The suction is terminated when the cavity pressure falls to the set pressure. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No abnormality was found as a result of visual inspection and there were no abnormalities detected during evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the high flow insufflation unit pressure lamp appeared and lit up after 15 to 20 minutes with the power turned on and no air being supplied. An alert continued to sound on both units. There were times when the problem did not occur immediately after turning on the power, but it did not reappear after turning the power on and off. The issue was found at inspection. There were no reports of patient harm or impact associated with this event. Related patient identifiers: (B)(6) for an additional device reported for same event.